Manufacturer narrative:
Device is a combination product. Promus element plus, mr, ous 2.75x38mm stent delivery system was returned for analysis. A visual examination of the stent found no issues. There was no sign of damage, stretching or lifting of the stent struts. The stent showed no signs of movement and was set between the proximal and distal markerbands. The crimped stent od (outer diameter) was measured and the result is within maximum crimped stent profile measurement. The balloon cones were reviewed, and no issues were noted. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. A visual and microscopic examination of the bumper tip showed no signs of damage. A visual and tactile examination of the hypotube shaft found a break situated at 21.7cm distal to the distal end of strain relief as well as multiple kinks located at different places along the length of the hypotube shaft. A visual examination of the outer and inner lumen and mid-shaft section found no issues along the shaft polymer extrusion. No other issues were identified during the product analysis.

Event description:
Reportable based on device analysis completed on 08apr2020. It was reported that crossing difficulty was encountered and acute shaft kink occurred. Vascular access was obtained via the femoral artery. The concentric target lesion was located in the mildly calcified acute angled left circumflex artery. The lesion contained >=90 degrees bend. A 2.75x38mm promus element plus drug-eluting stent was advanced for treatment, but failed to cross the lesion and an acute shaft kink was noted. The device was removed and the procedure was completed with another stent with the help of a support wire. There were no patient complications reported and the patient's condition was stable and was doing well. However, returned device analysis revealed a shaft break.